Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump was alarming and displaying a fan failure detected message during use. There was no injury or harm reported to the patient.

Manufacturer narrative:
Due to character limits - event site name - (B)(6) a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes).

Event description:
N/a

Manufacturer narrative:
A getinge fse visited the site and he states that fan failure issue did not duplicate. Completed pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use. Complete pm, and safety test.

Event description:
N/a.